Event description:
Customer reported that he was having high blood glucose. The customer's blood glucose was 483 mg/dl. He stated that he did not treat for his high blood glucose. The customer was having a loss of balance due to this high blood glucose. The customer declined to troubleshoot for the insulin pump. He stated he would change his infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.